Manufacturer narrative:
Technician found the controller box was not working. The technician replaced the controller box to resolve the issue.

Event description:
Account alleged that the head was stuck in the up position. No patient impact.